Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
Clinical study interrupt af clinical study ID pm009, subject ID: (B)(6). It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated catheter was selected for use. A maestro 4000 generator and a metriq pump were also in use. Flow rate was 17ml/min. During ablation, the generator displayed a high temperature error. The catheter was inspected; it was found that there was fluid leaking from the proximal end of the handle and there was a break in the catheter irrigation connection. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis.

Event description:
Clinical study interrupt af clinical study ID (B)(4). It was reported that during an ablation procedure to treat an atrial fibrillation (afib), an intellanav mifi open-irrigated catheter was selected for use. During ablation, the generator displayed a high temperature error. The catheter was inspected; it was found that there was fluid leaking from the proximal end of the handle and there was a break in the catheter irrigation connection. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.